Manufacturer narrative:
(B)(4).

Event description:
Customer reported that hub of the catheter is separating from the lumen. Catheter replaced without incident.

Event description:
Customer reported that hub of the catheter is separating from the lumen. Catheter replaced without incident.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer did return a photo for evaluation. Examination of the photo revealed the proximal extension line luer hub was separated from the lumen. The luer hub was not in the photo and the point of separation could not be easily seen. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer report of luer hub/extension line separation was confirmed by examination of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.